Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-06340. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that following insertion the patient experienced continuous urinary leakage. It was also reported that patient underwent mesh revision on (B)(6) 2009 by dr. (B)(6) due to mesh erosion in the vagina.

Event description:
It was reported that following insertion the patient experienced continuous urinary leakage. It was also reported that patient underwent mesh revision on (B)(6) 2009 by dr. (B)(6) due to mesh erosion in the vagina.

Manufacturer narrative:
Additional information: it was reported that the mesh was removed on (B)(6) 2009 and the patient also underwent a bladder and fistula repair. It was reported that the patient had a heart attack during the explantation surgery. No additional information was provided at this time. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).